Manufacturer narrative:
It was reported that the functional test failed with decreased defibrillation power. There was reportedly no patient involvement. The field service engineer (fse) found that the high voltage capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported that the functional test failed with decreased defibrillation power. There was reportedly no patient involvement.